Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6)2025, it was reported that the user overfilled the cartridge, causing insulin leakage inside the ilet. The user was unaware that cartridges should not be filled to the point where the plunger exits the vial. The user performed a full supply change after drying the insulin with a cloth. Blood glucose rose to 300 mg/dl and later measured at 204 mg/dl. No external assistance or medical intervention occurred